Manufacturer narrative:
Na

Event description:
The customer reported that a result of 3.9 inr was obtained on the patient on the coaguchek xs meter (serial number (B)(4)) on (B)(6) 2015. Ten minutes later the customer used a new finger on the patient and obtained a result of 2.9 inr using the coaguchek xs meter ((B)(4)). No changes were made to the patient's coumadin. It was also reported that the same patient had an inr of 1.0 on (B)(6) 2015. This result was obtained on the meter with the serial number (B)(4). The patient is not on heparin or direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. It was also reported that there was no diet changes, illnesses, or symptoms of bleeding or bruising for this patient. The therapeutic range for this patient was not provided by the customer. There was no adverse event. The suspect product was requested and replacement product was sent. This medwatch will cover the results from the coaguchek xs meter with serial number (B)(4). Refer to medwatch with (B)(6) for the results from coaguchek xs meter with serial number (B)(4).

Manufacturer narrative:
Relevant retention test strips (lot 22906711) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer still did not return the suspect strips. The meter was returned. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages occurred. The returned and the retention material met the specification.a specific root cause for the event could not be determined. The customer did not return the strips.

Manufacturer narrative:
The customer did not return the strips for evaluation. The relevant retention test strips (lot 22906711) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80) at roche (B)(4). No error messages occurred. The retention samples were acceptable. The retention material performed as specified. The strips were not returned.